Manufacturer narrative:
The event of "infection-unknown onset" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported "implant related infection", side unspecified. The device remains implanted.